Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The pump was unable to perform rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to bleeding lcd glass. The pump had missing lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked end cap. No broken belt clip slot was noted. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose reading and faulty infusion sets. The customer's blood glucose reading was 563 mg/dl. The customer stated that her belt clip and the pump fell and cracked. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.